Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation, and the right atrial (ra) lead exhibited high thresholds, noise, and undersensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.